Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Also there was a r-wave amplitude measurement issue, and rv (right ventricular) undersensing information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed a right ventricular (rv) lead unipolar low impedance warning and potential undersensing was observed on the stored electrograms. Additionally, potential oversensing was observed on the stored electrograms on the right atrial (ra) lead. It was noted that the patient was receiving mechanical ventilation and had experienced external shocks due to an unrelated patient condition and there was concern that the ventilator and external shocks may have contributed to the anomalous impedance measurement. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.